Event description:
A trilogy 202 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During evaluation of the trilogy 202 device the event log revealed an (e-032) err_dsp_2500mv_ref error, which indicates a faulty sensor board. The device's sensor board kit. Was replaced. After the replacement of the sensor board kit an (e-195) err_batt_low_state_of_health_int_li_ion, error occurred which indicates a faulty internal battery. Additionally, the battery was confirmed being aged and having visible swelling. The device's internal battery was replaced once the battery was replaced, all errors were resolved. The device passed final test. In addition, but not related to the issue, the device's plastic threaded cap, whisper cap, and sd card and case were replaced due to being missing upon inspection. The o2 and 202 housing was replaced due to incorrect labeling. The enclosure seal kit was replaced due to damage at ctq, and the pollen filter was replaced per requirement for a 10k periodic maintenance.